Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the defibrillator coil was fractured . It was noted that several conductors were distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay had a cosmetic environmental stress crack, the outer insulation was torn, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), the tip seal was observed to be out of position and the lead was stretched.

Event description:
It was reported that the lead integrity alert was triggered and an apparent fracture was discovered upon explant. It was also reported that patient has twiddler's syndrome. The lead was removed and replaced. No patient complications have been reported as a result of this event.